Event description:
Momentary noise seen on ff and rv lead. Inappropriate vf detections seen with no inappropriate therapy delivered. All lead diagnostics within range and stable. Unable to reproduce noise at follow-up with provocative maneuvers. Possible emi. Will continue to monitor lead.